Manufacturer narrative:
H3: product analysis of the device found that there was no fault. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253402, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: product analysis for the product ID: 8253402, serial/lot #: (B)(6) found that there was no fault. Additional code of img g02030 is applicable for product ID: 8253402, serial/lot #: (B)(6). H4: manufacturing date for product ID: 8253402, serial/lot #: (B)(6) is 15 october 2019. D1: brand name for product ID: 8253402, serial/lot #: (B)(6) is nim-neuro® 3.0 mainframe. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before operation, the nim 3.0 patient interface had a test failed. There was no patient involved.

Event description:
As per the additional information received, the customer had latency and amplitude mismatch issues. These readings and graph can be seen on screen which is a visual indicator that alerts the user of this issue. And the procedure was completed using back-up product which makes the event not reportable.

Manufacturer narrative:
Additional information received stating that, in facial nerve monitoring, the latency and amplitude monitoring channels did not match, and the device failed to self-check. These readings and graph can be seen on screen which is a visual indicator that alerts the user of this issue. And the procedure was completed using back-up product. Above information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.